Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call indicating low blood glucose readings and hospitalization. The wife stated that her husband's blood glucose reading was in the 60s mg/dl and he received an IV injection by the emt team. The customer had symptoms such as lightheadedness, sweating, tiredness, weakness and mental confusion. The customer was in the hospital and unable to troubleshoot. The customer was advised to call back.